Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2017, with the implant of an afx2 bifurcated stent graft and two (2) ovation ix iliac limbs. This initial procedure is outside the indications for use (off-label) due to the use of adjunctive devices not compatible with the afx2 system. Approximately six (6) years after the initial procedure, during a routine follow-up, the patient showed contrast in the distal aorta outside of the afx2 bifurcated stent graft, which the physician suspects to be a possible endoleak type ia. The patient was reported to be doing well and was sent home pending a re-intervention.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2017, with the implant of an afx2 bifurcated stent graft and two (2) ovation ix iliac limbs. This initial procedure is outside the indications for use (off-label) due to the use of adjunctive devices not compatible with the afx2 system. Approximately six (6) years after the initial procedure, during a routine follow-up, the patient showed contrast in the distal aorta outside of the afx2 bifurcated stent graft, which the physician suspects to be a possible endoleak type ia. The patient was reported to be doing well and was sent home pending a re-intervention. Additional information: following an angiogram, it was determined that the patient exhibited no signs of endoleak. The final patient status indicated discharge with no further treatment.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that there was no evidence of type 1a endoleak. This is not consistent with the reported adverse event/incident. This is an off-label case due to concomitant use with products outside the IFU. The reported contrast in the distal aorta outside of the afx2 bifurcated stent graft is fabric billowing due to the main body stent buckling at the bifurcation. The stent buckling was present two (2) months post the initial procedure; this is most likely due to aortic remodeling (increased aortic angulation) and unprotected aortic neck. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as stable and under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: b5: describe event or problem ¿ updated g3: awareness date ¿ updated h6: health effect - clinical code - remove code 4843 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11